Manufacturer narrative:
Analysis was able to confirm the reported broken display arm and the black frozen screen upon start-up. The upper hinge plate, lower display plate and both lower hinges were broken and there were several system error messages in the device log files. Analysis also noted that the stylus was misaligned with the cursor on the screen and the media door was damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a broken display arm. It was further reported that the programmer screen appeared black. The programmer was restarted and the programmer's screen remained frozen and black. The programmer was returned for service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.